Event description:
It was reported during the incoming inspection at zb warehouse in japan a team member found hair like debris/debris in the sterile package. Due diligence is complete and no additional information is available. The packaging for this complaint product did not meet specification, as there were more than 2 loose particulates found. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is completed. This is an initial final report submission. Visual examination of the returned product/provided pictures identified debris sealed inside of the connector package ¿ multiple particulates of approximately .25 sq mm. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.